Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was variable pacing lead impedance (pli) noted on the right ventricular (rv) lead. The sensing and threshold measurements were normal and there was no indication of noise. No intervention was performed and the patient was stable with no consequences.